Manufacturer narrative:
(B)(4). A paper lid and a needle-suture of product code sxpp1a301 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and a side of the fixation tab was broken. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent cesarean section on (B)(6) 2019 and barbed suture was used. During the procedure, the fixation tab of the barbed suture was broken off easily when placing a back stitch on the fascia though it was used in usual force. Upon evaluation of the device, the side of the fixation tab was found broken. There were no adverse consequences to the patient.